Event description:
The patient experienced intermittent lock between the external equipment and the cochlear implant. The patient was seen by a company representative at center for device evaluation. The testing confirmed that the device was not functioning. Surgery to explant the patient's device is to be scheduled.